Event description:
It was reported by a customer on (B)(6) 2011 the aiming beam fired straight out of the fiber at 99,133 joules. Also, it was reported the fiber life continued to activate, there was slow vaporization and the fiber end fired. No pt injury was reported.